Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use of the catheter urine flow is blocked. The patient's bladders are full of 400 or sometimes even 800 ml. This happened with catheters size 14 and 16. The balloon was inflated with 10cc of sterile water and kly5 lubricant was used. There was no reported injury, the catheters were removed and replaced. The patient did not have any underlying medical conditions that may have contributed to the event. The devices were discarded, and the lot number cannot be provided.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, lot number is not provided, hence DHR review could not be carried out. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during use of the catheter urine flow is blocked. The patient's bladders are full of 400 or sometimes even 800 ml. This happened with catheters size 14 and 16. The balloon was inflated with 10cc of sterile water and kly5 lubricant was used. There was no reported injury, the catheters were removed and replaced. The patient did not have any underlying medical conditions that may have contributed to the event. The devices were discarded, and the lot number cannot be provided.